Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 20.9 mmol/l (376.2 mg/dl) with ketones present, while wearing the pod between 1 and 4 hours on the arm. Multiple corrections were administered using the pod, and activating a temporary basal program, but the bg levels did not decrease. The pod was removed, and the cannula was noted to be bent. A new pod was applied to treat the hyperglycemia.